Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported improper or incorrect procedure or method was associated with the user using an expired device. It was determined that this did not contribute to any adverse events, and the user was warned and aware of the expiration; therefore, a letter will not be sent to the account to address the deviation from the instructions for use (IFU) and its associated potential adverse events.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, a xt clip was requested by the physician. The only xt clip available was expired. The physician decided use and implant the xt clip, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, a xt clip was requested by the physician. The only xt clip available was expired. The physician decided use and implant the xt clip, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.